Event description:
It was reported that during a surgical procedure conducted at the user facility fluids from the procedure soaked through the toga. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device. The device was not returned for analysis.